Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had a suspected infection so the healthcare provider (hcp) explanted the device. The patient also had an allergic reaction. The symptoms were located at the device pocket and lead location. There was no alleged product issue. The type of infection, if a culture was taken, and if antibiotic treatment was necessary was unknown. The daughter of the patient read online about spinal cord stimulator (scs) batteries leaking in patient and expressed concern to a manufacturing representative as if she thought that was causing her mother¿s infection. She asked if batteries could blow up in the patient. The patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturing representative had not seen the patient, but spoke with the patient¿s physician yesterday and the patient had fully recovered from the explant.